Manufacturer narrative:
Additional information was received confirming that the lens was removed from the patient's left eye. There was no patient injury or issues with amo equipment. The lens was removed and replaced due to a capsule tear. Furthermore, it was noted that the lens was not seating properly, so the physician decided to use a three piece lens. With the additional information provided this field has been updated to both adverse event and product problem. (B)(4). Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed the lens was observed cut in two pieces. The lens edge (not related to the cut) is smooth including the haptics. The reported issue could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: through follow-up it was learned that surgery occurred on (B)(6) 2016. The lens was inserted and removed during the same procedure from the patient's left eye. The lens was replaced with a za9003 21.0 diopter iol. There was no patient injury reported. Date of event: (B)(6) 2016. If implanted; give date: na (not applicable) the lens was removed and replaced in the initial surgery. If explanted; give date: na (not applicable) the lens was removed and replaced in the initial surgery and not explanted in a secondary surgery. Additional contact: (B)(6). Health care professional: yes. Occupation: physician patient code: (B)(4) reported in the initial report no longer applies. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Ate of event: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that due to a capsular tear, the physician decided to use a different lens. The zcb00 intraocular lens was removed from the eye. The physician noted that the tear was not related to amo equipment.